Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s daughter stated that the patient takes food before going to sleep but because the sugar was steady at 180 mgdl (not specified or clarified if value is bg or cgm), the patient went to sleep. Sometime, the receiver was reading 95 mgdl. The patient was unconscious. The patient¿s daughter called the ambulance, and they checked a bg and it was 24 mgdl. The patient¿s daughter was reporting that the machine was not working. The patient was hospitalized on (B)(6) 2025. On saturday night, (B)(6) 2025, the patient received blood transfusion. The patient was also noted to have stage 4 kidney disease. The patient¿s daughter mentioned that due to the hypoglycemic injury, the patient was hemodynamically unstable then the patient¿s heart stopped, and the patient passed away on (B)(6) 2025. The patient¿s daughter stated that the patient passed away due to the inaccuracy. No product or data has been provided for investigation. The allegation and the probable cause could not be determined. Attempts to contact the reporter to send a return kit for the receiver was unsuccessful. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). D9 device available for evaluation - additional. H2 additional information. H6 type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information is required.